Manufacturer narrative:
H1: h1 should not be checked as a malfunction this is no longer a reportable event. Investigation conclusion: retain devices from the reported lot number were tested with in-house drug-free donor urine samples and -50% cut-off controls. Results were read at 5 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate that the results were read before the 5 minute read time. This is consistent with the photos provided of the affected device. These photos showed incomplete migration of the sample on the met/coc/thc test strip. The results must be read at 5 minutes to allow for adequate time for the control and test lines to develop and the background to clear. Failure to do so can interfere with the scanner's ability to analyze the results. This cannot be ruled out as the root cause of the reported issue. Per the package insert: at 5 minutes, place the cup on the alere¿ instrumented test system with dxlink¿ technology, following the instructions in the alere¿ instrumented test system operator guide. A procedural control is included in the test. A colored line appearing in the control line region (c) is considered an internal procedural control. It confirms sufficient specimen volume, adequate membrane wicking and correct procedural technique. The alere¿ multi-drug screen cup provides only a preliminary screening result. A more specific alternative methodology must be used in order to obtain a confirmed analytical result. Gas chromatography/mass spectrometry (gc/ms) and liquid chromatography-tandem mass spectrometry (lc-ms/ms) are preferred confirmatory methods are the preferred confirmatory methods.

Manufacturer narrative:
Information pending the final investigation.

Event description:
This event occurred in (B)(6). On (B)(6) 2019 it was reported that on unknown dates, an unconfirmed false positive result was received x 4 on a drug screen test for thc, coc and met. The 4 tests were repeated for the same substances using a different sample with a negative result. No harm was reported.